Manufacturer narrative:
(B)(4). The customer reported the suspect avea ventilator is available for analysis and an onsite field service evaluation is pending by carefusion. At this time, carefusion failure analysis laboratory has not received the suspect component for evaluation.

Event description:
The customer reported during patient use on this avea ventilator .the set fraction of inspired oxygen (fio2) changed from 40% to 21% fio2 for a few minutes then back to 40% fio2. The ventilator was removed from the patient and the patient was placed on another ventilator. The customer reported no harm or injury to the patient.

Manufacturer narrative:
Field service rep evaluation: the carefusion field service representative (fsr) replaced the gas delivery engine (gde) and the oxygen sensor. The fsr performed the operational verification procedure of the device and having met manufacture specifications, returned the device to the customer. The gde and oxygen sensor were returned for evaluation to our failure analysis laboratory (fa) group. The carefusion failure analysis laboratory (fa) group received the suspect gas delivery engine (gde) and oxygen sensor for investigation. The gde was visually and physically inspected, which found no damage to the gde. The testing results passed the oxygen sensor calibration and the blender verification test. The reported issue, that the set fraction of inspired oxygen (fio2) changing from 40% to 21% fio2 for a few minutes then back to 40% fio2, was not duplicated. Our fa group could not duplicate an assembly failure, therefore no component failure investigation was performed and no root cause can be determined.